Event description:
It was reported that pump displayed malfunction code and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections for backup insulin delivery, and technical support arranged shipment of replacement pump with updated software, provided instructions for storage mode and returning malfunctioning pump within specified timeframe, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device.